Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the tip of the needle fractured off. The device was cycled twice. The device was sent for further analysis and the analysis identified fracture showed smeared surface, biological debris and few indications of brittle cleavage fracture artifacts. Ductile overload sheared dimples identified in the region. The material is consistent with print specifications as per the eds analysis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the front tip of the juggerstitch fractured upon triggering the first anchor. Surgeon removed the first anchor and placed a new one. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.